Manufacturer narrative:
This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that while implanting an elevate interbody, one of the prongs at the distal end of the inserter which was holding the implant in the proper orientation broke off of the inserter. Another inserter was used to complete the interbody insertion successfully and the broken prong was recovered. No delay to procedure or complications to patient.. There were no patient symptoms reported. There were no further complications reported regarding the event.